Manufacturer narrative:
Manufacturing review: a device history review (DHR) review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Subsequently post filter deployment, the patient experienced abdominal pain and a computed tomography was performed and it revealed that there was a inferior vena cava filter in place in a good position. There was no evidence of tilting and migration. There is no fracture of the strut. Both struts demonstrated intraperitoneal perforation, but no extension into aorta, small bowel or other structures. Therefore, the investigation is confirmed for the alleged perforation of the ivc. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated the peritoneum. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.